Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that myopotential oversensing was seen on the atrial channel with inappropriate tracking from the device. It was noted that the myopotential oversensing is intermittent. And when troubleshooting with mode switch being off and on, either way resulted in symptoms. It was noted that the patient has a disabled (B)(6) child that weighs (B)(6) pounds that the patient needs to carry, and it seems that this might be the time at which the oversensing occurs. Additionally, it was noted that there needs to be a battery change. The atrial lead remains in use. The device was explanted and replaced with a parylene coated device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.